Event description:
The customer reported that they did not receive an alarm at the bedside or central and a pt was found dead in his room.

Manufacturer narrative:
(B)(4). The customer reported that a pt in the ER was found dead in his room though no alarms occurred at bedside or central. A philips field svc engineer (fse) went onsite and gathered logs for analysis. The customer tested the devices in demo mode and using a simulator and found alarms were working properly. The customer noted that the staff did not inform the hosp biomed of the incident for 4 days and continued using the involved devices without incident during that timeframe. Logs revealed that an asystole alarm was provided at 16:08 which was silenced at the central at 16:13. From that time until 17:01, alarm reminders occurred approx every 3 minutes which supports that the pt remained in this rhythm for about an hour. The biomed indicated that the pt was found at 17:00 and resuscitation was started but the pt could not be revived. It was noted that the ER had other emergencies occurring on this date that were deemed to require staff attention when this pt was believed to be stable. The customer was contacted with the results of the investigation and is convinced that no malfunction occurred. The available info is consistent with this being a use/alarm handling issue. Device labeling (instructions for use/IFU) adequately describes alarm silencing. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.